Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted that a female connector was separated from the main body on the transfer set. The insert chip was not returned with the sample to verify present of solvent; however, there was evidence present on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was determined to be inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set separated from the main body of the twist clamp. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.